Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a high blood glucose of 440 mg/dl due to infusion set cannula being bent. Customer declined high blood glucose and insulin flow blocked troubleshooting and stated that the insulin exited after a 5 unit has been delivered. The infusion set is being replaced and is expected to return for analysis. Insulin pump is not expected to return for analysis.